Event description:
It was reported that a vial-mate reconstitution device leaked during use. The reporter stated that the issue may be related to the nurses' technique. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.